Manufacturer narrative:
Information was received on 25-feb-2020 indicating that the reported event did not occur during use, not patient was involved. And event occurred on (B)(6) 2019.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device they were unable to duplicate the reported issue. There was no fault found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was under infusing. There were no reported adverse events.